Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell in (B)(6) 2017 and damaged their device. They also said the nurse reprogrammed the patient and did impedance testing; two of the electrodes were damaged. As a result of what was reported, the system was replaced. The environmental/external/patient factors that may have led or contributed to the issue was a patient fall. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.